Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the right implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the left side deflated, and there was issue bilaterally with capsular contractures, unknown baker grade, after implantation. Patient noticed left side is half the size of the right. As a result patient underwent bilateral removal and replacement with mentor memorygel smooth, round moderate plus profile, 300cc gel implants on (B)(6) 2018. This report is for the right implant.